Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va01hrkv01, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jun-04 crts (B)(4) (con, hcp): information was received from a consumer and a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the hcp that the patient felt like the bladder stim was stimulating them too much; that they were getting up more at night to go to the bathroom/had increased frequency, which was why the patient thought that the stimulation had been stimulating them too much. While on the call, technical services had the hcp use the remote to interrogate the ins which showed the stimulation had been off and that program 1 had been the active group set to 3.0v. Technical services reviewed how to decrease the stimulation to 2.5v and then the hcp turned the stimulation on. The hcp indicated the patient could feel the stimulation. The hcp then decreased the stimulation to 1.5v which was a comfortable level for the patient. The hcp and patient were going to leave the stimulation at 1.5v and it was noted they may increase stimulation or follow up with the health care physician if the therapy was not effective. It was noted that this started at the end of may and was maybe a week ago or more. There were no further complications reported/anticipated. On 2019-jun-18 crts (B)(4) (con): see pe (B)(4) omitted details regarding previous fall/replaced. Additional information was received from the patient: patient states she had a fall, fractured 3 pelvic bones, and went to the hospital on (B)(6). Caller states the reason she was in the hospital has 'nothing to do' with the stimulator. Caller states she feels like the lead could have moved / become dislodged during the fall and wanted to check on the system. Caller changed stim from 1.5 v on program 1 to 1.5 v on program 2. Caller initially changed to 1.8 v on program 2, but decreased because stimulation was too strong. Caller states she is still having issues where she feels overstimulated in the prone position and she is going to the bathroom more at night as previously reported on (B)(6). Patient was advised to follow up with their doctor. There were no further complications reported/anticipated.